Event description:
The surgeon implanted a collamer lens model cc4204bf and was torn during implantation. The lens was removed without pt injury. The model and lot numbers of the cartridge and injector were not specified by the facility.

Manufacturer narrative:
Evaluations: conclusions: no conclusion can be drawn. The product has not been returned. A root cause cannot be determined as we were not able to examine the device.